Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker exhibited backup vvi operation. The patient presented in emergency room. Backup vvi was confirmed. Programming changes were made and the device was restored to normal function. The patient was in a stable condition.